Event description:
It was reported that a bd undisclosed 5ml syringe medication sprayed on face. The following information was provided by the initial reporter: patient's daughter states that yesterday evening, she was mixing a cassette for the patient and the 5ml syringe malfunctioned. Remodulin ended up spraying on her face and her hands. They were burning and are still mildly burning today. Advised patient's daughter to seek medication attention to assess burn. No further information; syringe lot number/expiration date not provided. IV remodulin patient. Were there missed any doses or adverse events experienced as a result of the product complaint? Adverse event, see description. Defective and / or malfunctioning device / product lot number and exp date unk. Does the pt have the defective and / or malfunctioning device / product on hand in case the MFR requests a return for further investigation? Unk. Reported to cvs/caremark by pt/caregiver.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E4. The initial reporter also notified the FDA on 10-jan-2024. Medwatch report is mw5150423. E1. Address information was not provided, therefore, xx was used as a place holder. Insufficient information to determine if a malfunction occurred.